Event description:
On (B)(6) 2015, pt (B)(6) underwent a routine battery replacement surgery. The sound processor (sp) with the depleted battery was removed, and sp sn (B)(4) was introduced into the sterile field. The surgeon was unable to properly advance the sensor lead into the sensor port of the sp's (sn (B)(4)) header. Another sp was then introduced into the sterile field, and the leads were able to be fully inserted, thus completing the battery replacement surgery. Sp sn (B)(4) was returned to envoy medical for evaluation and was received on (B)(6) 2015. Upon receipt, the lead ports connector blocks, and spring contacts of the returned sp were examined, both with the unaided eye and under magnification. No damage was visible, nor were any abnormalities observed. A functional fit-check with the test leads also revealed no abnormalities related to lead insertion. A DHR review revealed that the device met all specifications and there were no manufacturing issues. The returned sp passed all full-functional testing. Though the cause of the sensor lead insertion difficulty cannot be confirmed as a device malfunction, this MDR is being submitted out of an abundance of caution.